Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient underwent a wound revision, following debridement and early antibiotic treatment due to prolonged effusion of the wound. Tissue cultures showed a postoperative joint infection, which was managed by continuing antibiotic treatment for 3 months. During follow-up, the prosthesis could be retained and there were no signs of persistent infection. Information was received based on review of a journal article titled, "dual mobility acetabular component in revision total hip arthroplasty for persistent dislocation: no dislocations in 50 hips (49 patients, 10 male & 39 female) after 1-5 years¿. The journal article reports that revisions and/or adverse events occurred due to prolonged effusion of the wound.

Manufacturer narrative:
The journal article was reported on manufacturer report number 1825034-2014-08242. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.